Manufacturer narrative:
Product return to manufacturer for further testing was requested. Additional information will be provided upon conclusions of the investigation.

Event description:
On (B)(6) 2019 arjo representative was informed about event with involvement of sara 3000 active floor lift. It was reported that during resident's transfer, when the lifting arm was in the highest position, the weld between lifting arm and actuator came apart, resulting in unexpected lowering of the lifting arm. Fortunately, no injury was sustained.

Manufacturer narrative:
Arjo was notified of an event involving sara 3000 active floor lift. It was reported that during resident's transfer the lifting arm detached and lowered unexpectedly. In effect the resident, supported by the sling, slid slowly back to a bed. No injury was sustained. Arjo representatives who performed device evaluation at the customer site, found that the weld between lifting arm and mast actuator snapped. The lifting arm was replaced and the device returned to service. The faulty lifting arm was sent to the manufacturer for further inspection. The evaluation confirmed that the weld was not properly fused, the welding area had visible signs of rust and paint. Initial breaking test performed on random samples in manufacturer's laboratory have shown that the lifting arm was more likely to bend than to break off. The tests performed did not recreate any weld breakage. Review of post market surveillance data revealed that lifting arm detachment has never resulted in serious injury or death, and the reported complaint related to weld breakage, is an isolated occurrence. (B)(4). In summary, according to the gathered information, the involved sara 3000 active floor lift was used for a patient transfer when the malfunction occurred. Based on the performed evaluation of the device, the malfunction was due to an arm weld failure. Although no injury was sustained, it was decided that the complaint should be reported to competent authorities in abundance of caution. If any additional information becomes available, the report will be updated accordingly.